Manufacturer narrative:
Explant date: if explanted, give date: unknown, information not provided. However, the lens is planned to be explanted on (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 21.5 diopter lens was implanted in the patient's operative eye. However, the lens is planned to be explanted on (B)(6) 2018 for unknown reasons. No additional information was provided.

Manufacturer narrative:
If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2018. Patient code (B)(4). Per follow-up information, patient complained of "spider web" effect on his left eye (os) around lights along with halos and was unable to drive at night. For these reasons, iol had to be removed. Per account, the patient was first examined on (B)(6) 2017. It was noted that patient had no contributing medical history, no patient injury and no secondary surgical intervention required. Lens will not be returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specifications. A complaint history search revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.